Manufacturer narrative:
Additional information has been provided.

Event description:
Additional information received indicates there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the knife did not cut. It was noted to have a bevel defect, the tip was "turned". Additional information has been requested, but none has been provided to date.

Manufacturer narrative:
Two opened slit knives were received in blade protector trays along with an empty blister for the report of do not cut , bevel defect, tip turned. The returned samples were visually inspected and were found non-conforming with damaged tips, both samples were found to be conforming for blade bevel orientation. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).